Manufacturer narrative:
Mentor received additional event information that the patient¿s actual date of implantation with the suspect medical device was (B)(6) 2005, and the adverse event occurred on (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with unknown mentor saline breast implants experienced bilateral deflation of implants postoperatively. Deflation was diagnosed by visual examination; the right side is deflated, and the left side is suspected to be deflated due to rippling. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the second of two implants.